Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had missing end cap sticker and cracked case near the display window.

Event description:
The insulin pump was received without a complaint. It was requested to have a complete functional testing on the insulin pump. No further information was provided.